Manufacturer narrative:
The device was not returned for evaluation. Patient imagery was provided for evaluation and the following was observed: calcification and tortuosity were present in the right access vessel. The minimum luminal diameter was undersized, measuring less than or equal to 5.5 mm. A device history review (DHR) was performed and did not reveal any manufacturing non conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the similar complaints relating to the reported event. As no device was returned and there is no evidence to support a manufacturing design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and manuals were reviewed IFU for esheath, device preparation manual, procedural training manual, and IFU for esheath. Candidate patients: use of the edwards sapien 3 thv, the edwards commander delivery system, and accessories is contraindicated in the below cases. Do not use this device who have the following (access vessel injury may occur). Iliofemoral artery with severe obstructive calcification or severe tortuosity that could prevent safe placement of the sheath. Caution: do not use the sapien 3 valve in patients with femoro iliac vessels less than 5.5 mm for 20 23 26 mm systems and less than 6.0 mm for the 29 mm system. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv and delivery system 1 to 2 cm. Note: in expectation of high friction, use short movements. No IFU or training deficiencies were identified. Since the reported events were unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event and reveal the following: the risk of esheath insertion difficulty and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to insert the esheath into the patient. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability to insert the esheath into the patient. Additionally, the risk of delivery system insertion difficulty through the sheath and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to how to insert the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty or inability to navigate the catheter through the sheath. Since no product non conformances or IFU or training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. As there was no confirmed edwards defect, no corrective or preventative actions (CAPA) are required. The reported events were unable able to be confirmed as neither the applicable imagery nor the complaint device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non conformance contributed to the complaint. A review of IFU and training materials revealed no deficiencies. The complaint description states, intense resistance was encountered in the area between external to common iliac artery when a 14fr esheath was inserted and when a 23 mm commander delivery system was advanced through the esheath. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The provided information in complaint description and patient imagery revealed the right iliac was moderately calcified, mildly tortuous, and undersized. Calcification, tortuosity, and an undersized vessel diameter can cause resistance during insertion of the sheath, as the sheath may come into contact with calcified nodules or the anatomy. This will likely result in friction, leading to a higher push force and resistance. Additionally, during delivery system insertion, the presence of calcification in combination with an undersized access vessel can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath. Furthermore, tortuosity can result in the creation of sub optimal angles during delivery system insertion that may lead to non axial alignment in the advancement of the delivery system. Without the return of the complaint device or procedural imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification, tortuosity, undersized vessel) may have contributed to the complaint event. In this case, the reported vascular injury (dissection) was likely caused by device manipulation and or patient factors may have contributed to the complaint event (access vessels with observable calcification and tortuosity and undersized vessel).

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), a transfemoral transcatheter aortic valve implantation (tavi) was performed via an incision obtained on the right groin. Intense resistance was encountered in the area between external to common iliac artery when a 14fr esheath was inserted and a 23 mm commander delivery system was advanced through the esheath. A 23 mm sapien 3 valve was implanted uneventfully. Angiography revealed vascular dissection at two locations between the right common iliac artery to external iliac artery. Two vascular stents were placed for the dissections.